Manufacturer narrative:
No allegation of a malfunction. The customer called philips only to place a parts order.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device required a corrective maintenance. There was no reported patient involvement.